Manufacturer narrative:
(B)(4). Insulin pump received with missing segment due to cracked and bleeding lcd glass. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the screen was cracked and the retainer ring did not have any issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.